Manufacturer narrative:
Device evaluated by manufacturer: no, lens remains implanted. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.2mm vticmo13.2 implantable collamer lens, -11.5/+2.5/078 diopter, in the patient's left eye (os) on (B)(6) 2015. The lens had an excessive vault and remains implanted.

Manufacturer narrative:
The patient had a lens exchange with a multifocal iol. No impact on patient's vision reported. Previous report source, user facility, is incorrect. The correct report source is distributor. Device evaluation: product evaluation found that the lens was returned dry in the lens case/vial with clear surgical residue/debris on product. Visual inspection found the haptic torn. (B)(4).

Manufacturer narrative:
Device evaluation: product evaluation found that the lens was returned dry in the lens case/vial with clear surgical residue/debris on product. Visual inspection found the haptic torn and broken. Dimensional inspection found lens was within specification. (B)(4).